Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the staples of the tlc75 instrument malformed. The surgeon hand sutured to complete the case.